Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has inability to separate the serum during centrifugation. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: ¿ inability to separate the serum during centrifugation. When they received a sample, the day after the extraction, from another center and centrifuged it, they realized that it did not separate correctly, they tried to re-centrifuge it to get it to do so, but it still did not separate. At first they thought that it was something related to the patient, (that he had been administered some type of radiological contrast) but the next day it happened with the other three samples from other patients, they checked that none of the 4 had received contrasts and decided to report it. "

Manufacturer narrative:
Investigation summary: bd received 82 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all returned tubes appeared to exhibit proper fill. Bd was not able to duplicate the customer¿s indicated failure mode, poor barrier separation, because the defect was not evident in the testing of the returned lot samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes has inability to separate the serum during centrifugation. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: ¿ inability to separate the serum during centrifugation. When they received a sample, the day after the extraction, from another center and centrifuged it, they realized that it did not separate correctly, they tried to re-centrifuge it to get it to do so, but it still did not separate. At first they thought that it was something related to the patient, (that he had been administered some type of radiological contrast) but the next day it happened with the other three samples from other patients, they checked that none of the 4 had received contrasts and decided to report it. "